Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was submitted. The pump was not returned for investigation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.

Event description:
The user facility reported a 76-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient had no flow distal to the impella sheath following impella cp implant. A femoral-femoral bypass was performed to treat the condition and support with the implanted pump was maintained. The decision was made to withdraw care and the patient expired. Per medical safety officer review, there is not have enough information to exclude the impella as an associated factor in the patient¿s outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿